Manufacturer narrative:
Initial.

Event description:
It was reported that a customer experienced insulin leakage when the aluminum top of an insulin cartridge split during filling. The customer replaced the cartridge and tubing and reinstalled supplies, and there were no alerts or alarms reported. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed a leak associated with the cartridge component consistent with a damaged or compromised cartridge seal. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the disposable cartridge.